Event description:
Patient received a 3.5 diameter x 24mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the ostial svg and a 3.5 diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the om svg during index procedure. The patient was discharged the next day in stable condition. It was reported that approximately 18 months post index procedure that the patient expired. Ref MFR # 9612164-2012-00197, 9612164-2012-00198.

Manufacturer narrative:
(B)(4).

Event description:
Death certificate was received and cause of death was listed as atherosclerotic cardiovascular disease. Ref MFR # 9612164-2012-00197, 9612164-2012-00198